Manufacturer narrative:
In the initial MDR 3331 (evaluation code) was incorrectly reported. It was replaced with 4119 (evaluation code). Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient moderately happy, residual astigmatism needing lens rotation at 3 months. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).